Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. The investigation could not duplicate the reported issue. No issue were found with the device delivering, it was tested and found to be functioning properly and delivering within specification. The downstream occlusion sensor was tested and was found to be functioning properly and activating within specification. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have been over-delivering medication. It was reported that the pump delivers too much per the patient. No adverse patient effects were reported.